Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be over 500 mg/dl. It was reported that the customer treated with manual injections. The customer's most current level was reported to be 291 mg/dl. It was reported that the customer noticed bent cannula. It was reported that the customer was advised to monitor the device and replace sets. It was reported that the sets would be replaced.